Event description:
The customer reported that a ma regulator failure occurred during cine runs.

Manufacturer narrative:
(B) (4). The ge service rep replaced the gib. The system operates as intended. (B) (4)